Event description:
It was reported that legion revision-insert was not anchored correctly or anchored incorrectly. The inlay had to be explanted and a new inlay implanted.

Manufacturer narrative:
The associated complaint device was returned for evaluation.